Event description:
Boston scientific received information that this patient complained of a hiccup on the right side of their chest that is synchronized with their heartbeat. There was difficulty of breathing reported every time the patient placed pressure on the patient's right chest. Boston scientific technical services (ts) referred the patient to visit the clinic for follow up. Additional information received that the patient went to the clinic for follow up and was reported to have a phrenic nerve stimulation from a dislodged right atrial (ra) lead and had undergone lead repositioning. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.